Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: visual evaluation of the returned device finds polyethylene wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, locking and loosening of the patella component at bone to cement interface. Cement manufacturer is from depuy. Patella was revised and poly swap was performed. Doi: (B)(6) 2018; dor: (B)(6) 2018; left knee.